Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was admitted due to cough, sputum production, and shortness of breath for 6 days, which worsened 1 hour prior to admission. Following medical orders, an arterial blood gas sample was taken to assess the patient's oxygen deficiency. After preparing the arterial puncture needle and successfully puncturing and seeing blood return, the blood could not flow out on its own. Upon pulling back the needle, the syringe could not create negative pressure, delaying treatment. The arterial blood collection device was directly replaced, and the puncture was performed again.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The reported complaint could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.